Event description:
The customer stated that insulin leaked past the o-rings. Troubleshooting was performed. The reservoir did not look damaged, and the plunger was not removed prior to filling the reservoir with insulin. The customer also reported a blood glucose reading of 231 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.